Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation regarding "non-detachment could not be confirmed but "implant coil prematurely detachment" was confirmed. As received, only implant coil returned without its pushwire and instant detacher; therefore, any contribution of the pusher and instant detacher to the issue could not be determined. The implant coil appeared to be damaged and stretched. Dried blood was observed on the implant coil. The detached element was not attached to the proximal end of the coil. No other anomalies were observed. Based on the returned device and reported information we were unable to determined the cause of the event. All devices are 100% inspected for damage and irregularities during the manufacturing process. Per the axium prime coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Damaged implant delivery p usher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The axium coil was not returned for analysis as it remains in the patient; no definitive conclusion can be drawn regarding the clinical observation. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2018-00911. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a coiling embolization treatment, the medtronic implant coil prematurely detached and travelled distally. A medtronic stent was used to retrieve the detached coil. Embolization was observed in a new territory in the middle cerebral artery (mca) and it became occluded. The patient experienced body weakness due to the small infarction in the mca territory. Prior to the event, the medtronic implant coil was in position to be detached; however, it could not be detached using the instant detacher or with by using the manual method (an alternative detachment method presented in the instructions for use). Due to the failed non-detachment attempts, the physician attempted to remove the implant coil, but it detached prematurely during the process. A medtronic stent was used to remove the detached implant coil. At that point, the new complications were observed in the patient. The patient was undergoing coiling embolization treatment for a small unruptured saccular aneurysm measuring 3.5 mm located in the posterior communicating artery. The reported device and accessory devices were prepared as indicated in the instructions for use (IFU). The patient¿s vasculature was normal in tortuosity and the blood flow was normal.

Manufacturer narrative:
The axium coil was returned for evaluation. The instant detacher was not returned as it was discarded. Therefore, any contributing factors from the instant detacher could not be assessed. The coil was then removed from its introducer sheath and dispenser track. The actuator interface crimps along with the tack weld replacement (twr) appeared to be intact. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire appeared to be bent at near the proximal end. The coin located against the lumen stop with the implant coil still attached, and the coil shield was present. The implant coil found to be damaged and stretched. The axium coil was successfully detached using an in-house instant detacher, within 2 attempts without difficulty. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured and was found to be within specifications. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. The implant coil was found to be damaged and stretched with the polypropylene filament intact. During evaluation, the detach element was removed from the implant coil. The detach element was in good shape and the detachment ball was found to be within specification. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the above findings, the report of ¿non-detachment¿ was confirmed; however, the report of ¿pre-mature detachment¿ could not be confirmed as the implant coil was still attached to the pushwire. The cause for the non-detachment could not be determined as all parts of the pusher that could affect the detachment were within specification. The axium coil was successfully detached with an in-house instant detacher without issues. The instant detacher was not returned; therefore, any contributing factors from the detacher could not be assessed. Additionally, the cause for implant coil and pushwire damage could not be determined. Per the instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿ if information is provided in the future, a supplemental report will be issued.